Event description:
A company representative was following up on patients whose devices had potentially reached end of service when an online obituary was found indicating that the patient passed away. The cause of the death was not listed in the obituary. No additional relevant information has been received to date.